Event description:
Following retreatment on 03/10/2006 with a urethral bulking implant, a patient went into retention. The patient could not void immediately after the procedure. She stayed at the office for 3-4 hours and still could not void post procedure. She was taught how to perform clean intermittent self-catheterization. She was able to self catherize without problem for 32 days. On the 32nd day, she had trouble inserting her catheter, but was finally successful and able to drain her bladder. Upon removal of the catheter, the urinary retention resolved and the incontinence returned. The initial treatment volume per side was 1ml bilaterally. The stainless steel needle was used with the transurethral approach. The implant was injected at the 10 and 5 o'clock position. No blanching, blebing or coaptation was noted. The patient is currently incontinent. No further complications were reported.